Event description:
It was reported that two preloaded intraocular lenses (iols) were defective. No further information was provided. This is report 1 of 2 for one of the lenses.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However; to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 26th may 2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge and overridden by the plunger rod. The handpiece was disassembled and no assembly issues could be identified. The iol was removed from the cartridge and cleaned, revealing that a haptic was detached. The complaint issue could not be confirmed. However, the observed issue of haptic detached is similar to the complaint issue of lens damaged and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.